Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the sample was not returned for evaluation. One photo was provided and reviewed. The photo shows the partial view of catheter in unsealed kit. Thread hole was not visible and thread was partially visible in the hub portion. Lot and product information were matched and verified with tw. Thread break was not clearly visible in the photo. Therefore, the investigation is inconclusive for the reported broken thread issue as provided photos are not sufficient to confirm the issue. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent an ultrasound guided cyst drainage catheter placement procedure using navarre universal drainage catheter. During the procedure, the sure loktm thread was allegedly broken. The procedure was completed using another device. There was no reported patient injury.